Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing leading to pacing inhibition. Programming changes were made. Patient was stable.